Manufacturer narrative:
The reported event of an unexpected device release was confirmed. As received, a complete catheter was returned in one piece with the vbt position all the way distal covering the protective sleeve and the distal end. Visual inspection found the tether control knob was in aligned position, but the tether bullets were misaligned. X-ray examination found one of the tether wires slipped inside the release tether screw, as received. The cause of the reported event was isolated to the released tether wire being slipped from the tether screw.

Event description:
Related manufacturer reference number: (B)(4). It was reported that the patient presented for an implant procedure. During the procedure and after fixation, the leadless pacemaker dislodged from the myocardium while shifting into tether mode on the delivery catheter. The device was fixated again, and it then spontaneously separated from the delivery catheter. High capture thresholds were noted. The device was retrieved, and a new one was implanted. There were no patient consequences.